Event description:
It was reported that the patient presented to the clinic for a follow up visit on (B)(6) 2021 and their hemoglobin (hgb) was found to be 4.7. The patient reported (B)(6) for the past 2 days. Their international normalized ration (inr) was elevated to 4.6. They were admitted to the hospital and transfused 2 unites of packed red blood cells (prbcs) that evening and an additional 4 unites the next day. Warfarin was held along with the (B)(6). Their inr was reserved with (B)(6) and an endoscopy on (B)(6) 2021 showed gastritis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no further information provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2021 that the patient's h pylori was negative following their endoscopy on (B)(6) 2021. They were started on protonix twice a day for 8 weeks. When their inr decreased and their bleeding stopped, warfarin was resumed. The aries research medication was stopped with the plan to stop aspirin indefinitely. The patient was discharged home on (B)(6) 2021 with their hemoglobin (hgb) at 9.4 and their inr at 1.6.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received on 15nov2023 while the patient was driving to the hospital, they experienced transient vision changes that lasted about two hours. A computed tomography (CT) scan showed no intracranial bleeding or findings to suggest acute cortical infarct. White matter hypoattenuation was noted in the right parietal lobe which was likely chronic small vessel ischemic changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). With no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists bleeding and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. This document outlines the recommended international normalized ratio (inr) range and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.